Event description:
It was reported that the patient administered higher doses of insulin based on elevated blood glucose results resulting in symptoms of feeling dizzy. The patient received a result of 289 mg/dl and administered 8 units of novorapid insulin. The patient started to feel dizzy after testing and she couldn't move. The patient needed help from her mother who treated her sugary food.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.